Event description:
Patient was positioned prone for t4-pelvis fusion utilising the standard proaxis spine assembly (open frame/spars) configured with torso trolley, arm boards, chest/pelvic bolsters and leg support. All items were covered prior to the procedure with the recommended osi shear protect consumables to minimise risk of skin injury. Postoperatively, the client presented with pressure related sores in the following areas - eyelids, chin, left precordial region, right iliac crest (left and right hips). The left and right hands/wrist also had some swelling and blistering and the right calf sustained a grade 2 tear. It was noted that bmi and length of case (up to 14 hours) could have been contributing factors.

Manufacturer narrative:
Unable to determine if the patient had comorbidities that could have contributed to the problem. Advised the distributor to discuss the owner's manual positioning instructions with the customer. Further information received from the distributor revealed that this is the same incident as that reported in 2921578-2018-00038, 2921578-2019-00015 and 2921578-2019-00016.

Event description:
Patient was positioned prone for t4-pelvis fusion utilising the standard proaxis spine assembly (open frame/spars) configured with torso trolley, arm boards, chest/pelvic bolsters and leg support. All items were covered prior to the procedure with the recommended osi shear protect consumables to minimise risk of skin injury. Postoperatively, the client presented with pressure related sores in the following areas - eyelids, chin, left precordial region, right iliac crest (left and right hips). The left and right hands/wrist also had some swelling and blistering and the right calf sustained a grade 2 tear. It was noted that bmi and length of case (up to 14 hours) could have been contributing factors.

Manufacturer narrative:
Unable to determine if the patient had comorbidities that could have contributed to the problem. Advised the distributor to discuss the owner's manual positioning instructions with the customer.

Event description:
Patient was positioned prone for t4-pelvis fusion utilising the standard proaxis spine assembly (open frame/spars) configured with torso trolley, arm boards, chest/pelvic bolsters and leg support. All items were covered prior to the procedure with the recommended osi shear protect consumables to minimise risk of skin injury. Postoperatively, the client presented with pressure related sores in the following areas - eyelids, chin, left precordial region, right iliac crest (left and right hips). The left and right hands/wrist also had some swelling and blistering and the right calf sustained a grade 2 tear. It was noted that bmi and length of case (up to 14 hours) could have been contributing factors.